Manufacturer narrative:
H6: investigation summary: customer returned one 0.3ml 29ga 1/2in syringe in an open poly bag from lot# 2024615. According to the user's report, there was a product with the barrel not having any print and with the plunger rod slightly slanted. The returned syringes visually inspected and observed scale marking missing. A review of the device history record was completed for batch # 2024615 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the return samples, embecta was able to confirm the customer indicated issue. Root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about missing print on the barrel according to the user's report, there was a product with the barrel not having any print.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about missing print on the barrel according to the user's report, there was a product with the barrel not having any print.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.